Manufacturer narrative:
Medwatch with identifier (B)(6) is active system, medwatch with identifier (B)(6) is compact plus system. The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported active meter below 4 mmol/l, compact meter below 8 mmol/l within ten minutes. No adverse event alleged. Both meters and test strips requested for further investigation.